Event description:
Right total elbow replacement initially done 9/91. Retaining pin and clip came unattached for no apparent reason. Discovered approx 9/7/94 by x-ray. The symptoms warranted replacement of keeper pin. This was accomplished by outpatient surgical procedure on 9/13/94. Pt was seen on 9/26/94 for postop visit. X-rays taken reveal that the keeper clip has again become dislodged. Clinically, the pt is doing well, there are no current plans to do anything except observe and monitor pt. Unexplainable failure.